Event description:
Reporter alleged there is a "gooey substance in base and base is charred and melting" for the blood glucose monitoring device. Reporter stated the base is not in use but is hung on the wall and currently there is no device assigned to it. Reporter indicated a soap dispenser has probably dripped into base. Reporter stated there was no damage to operators or surrounding base. A request was made for the return of the suspect device and replacement product was sent.